Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was not any damage or anything out of the ordinary. Normal operating task was being performed. The silver cable was broken. There was loss of cautery associated with broken/loose cable. There were not any signs of thermal damage at site of breakage. No instrument collision and fragment fall were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the customer reported complaint "wire broke" was replicated/confirmed. The instrument was found to have damage on the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.